Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h3, h6.

Event description:
New information received notes the right ventricular lead was explanted and replaced on (B)(6) 2021. The physician suspected insulation breach was the cause of lead noise. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and insulation breach were not confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an internal insulation abrasion under the right ventricular (rv) shock coil breaching the right ventricular lumen. The rv shock coil was removed to evaluate the condition of the insulations in this region. The proximal end of the rv shock coil was found shifted distally. In this location internal insulation abrasion was found under the shock coil measuring 6.5 ¿ 6.6 cm from the distal tip. Both rv etfe cables coating in this location were intact.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up remotely with non-sustained right ventricular oversensing (nsrvo) alerts. Review of the transmissions showed that there was noise on the right ventricular (rv) lead. Programming changes were made to the rv lead. The patient was in stable condition.